Event description:
It was reported that an unspecified number of bd¿ needles were found to be defective with indentations in the top portion. The following information was provided by the initial reporter: "the needles have an indentation in the upper portion of the needle that could possibly be sharp on edges of indent or weaken structure of the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. It was reported there in an indentation in the upper part of the needle. To aid in the investigation, four samples with the plastic shield, but no packaging blister, and two photos were received for evaluation by our quality team. A visual inspection was performed; first, with the naked eye and then with a 30x microscope. Each sample has an indentation located at 1/4" from the needle hub and is 1/8" long. No other defects or imperfections were observed. This defect could occur if the needles were not properly centered when the shields were assembled. In the two photos provided, one photo shows a sample received and the other photo shows a packaging label. A device history record review was completed for provided material number 303008, lot 2145653. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the shielder was performed. The settings and alignment were correct, and flow of product was good. To date, there have been no other similar events reported for this lot. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.